Manufacturer narrative:
The device has not been returned for analysis. Attempts have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that bare axium coil encountered resistance when it was advanced in the microcatheter. Upon retrieval of the pushwire, it was realized that the distal section of pushwire had broken. The coil was replaced with the same model and the case was completed. No patient injury occurred. A continuous flush was used during the case.

Manufacturer narrative:
H3: the echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017". Per axium coil IFU (instructions for use): ¿axium coils should be delivered through a micro catheter with a minimum inside diameter of 0.0165¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil. The axium implant coil was returned within introducer sheath. The axium implant coil pushwire was found to be kinked at ~29.6cm, bent at ~135.1cm and ~153.1cm from proximal end. The implant coil was found to be broken. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be present and stretched. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ could not be confirmed as the coil was found to be broken and not detached. It is likely that the coil broke during the attempt to push/pull the coil through the micro catheter against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.